Event description:
Customer called to report that the insulin pump alarmed a missed bolus alert. Customer's blood glucose reading was 148 mg/dl. Troubleshooting was done. Assisted customer with turning off the missed bolus reminder. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.